Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Fifty-two new representative samples, inside their original package, were received for evaluation. All the samples were functionally inspected. Twenty-nine samples were found with leaking in the connection between the cross spike and the tubing line. One sample was found with a kinked line. Root cause was found to be related to the manufacturing process. Action plan will be documented through a corrective and preventative action (CAPA) which has been opened. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the kangaroo feeding set is leaking where the tube meets the purple connector.